Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a partial connector portion of the lead was returned in one piece. An external insulation abrasion was found at the middle region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasion with exposed outer coil which is consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.